Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens with a diopter of -6.5 was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was removed due to excessive vault, significant reduction of iridocorneal angles, and glare/haloes. Cause of the event is reported as the device. Reportedly, "lens too big so high vault but also glare at night so not going to exchange. Patient had dry eye but this has cleared so have decided to laser instead." Status of the eye is said, "lens has been removed and will laser instead." It was also stated, "patient had dry eye when first seen so decided upon icl, however the patient has a high vault and the lenses need removing. Since the patient no longer has dry eye and is getting glare at night where she cannot go out after 4pm, have decided to laser rather than exchange." Problem was resolved.

Manufacturer narrative:
(B)(4). Claim# (B)(4).

Manufacturer narrative:
H6: device history record review found associated source lots were manufactured within established parameters and limits. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in vial in liquid. Visual inspection found optic broken. Received two lenses in one bag and one vial,due to significant lens damage, unable to perform dimensional inspection. Claim# (B)(4).